Event description:
Upon opening the box of the 3.0 x 8 mm cypher delivery system, it was noted that the inner pouch was not sealed. The outer box had no apparent problems. The product was not clinically used.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.